Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5.5 cm diameter abdominal aortic aneurysm. Vessel morphology is unknown. The patient had an 8 mm proximal landing zone from the lowest right renal artery and severe right renal artery stenosis. It was reported that the physician attempted to implant the stent graft. The graft was placed without issues, but a final angiogram revealed that the right renal artery had unintentionally been covered. Attempts were made to access the right renal artery, but were unsuccessful. The patient still has an accessory right renal artery in use. No additional clinical sequelae were reported and the patient is stable. No further intervention is planned.

Manufacturer narrative:
(B)(4), unapproved or contraindicated use (proximal neck length <(><<)> 10 mm).